Manufacturer narrative:
On 11/8/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device siltex cracking was observed on the posterior view. Also a tear was noted within the siltex cracking measuring approximately 1.0 cm. No other anomalies were observed. Were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side rupture, alcl, seroma. Concomitant products: left side; 350cc mentor memoryshape breast implant; catalog number: 3341209; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old brca positive caucasian female patient was diagnosed with bia-alcl from right breast seroma fluid and capsule on (B)(6) 2019. The patient's implant history includes the following: on (B)(6) 2014, the patient underwent bilateral prophylactic nipple sparing mastectomies and immediate breast reconstruction with direct implant submuscular mentor memoryshape siltex gel implants and acellular dermal matrix.. On (B)(6) 2015, the patient underwent capsulotomies, removal of implants, bilateral fat grafting to upper and lateral breasts, mini lift, and revision with mentor memoryshape siltex tall height moderate plus profile siltex gel implants. On or about ~ (B)(6) 2019, the patient came into the surgeon's office due to dissatisfaction of breast appearance. An MRI was completed and the patient was noted to have a right breast implant rupture. Post visit, the patient developed a spontaneous seroma in right breast. On (B)(6) 2019, the seroma was aspirated and sent for cytology and demonstrated highly atypical population of lymphoid cells, including large pleomorphic cells. The atypical cells are positive for cd3, cd43, cd2 (dim), cds (dim), cds, cd30 (strong, diffuse), granzyme band tia 1. The atypical cells are negative for cd4, alk-1 , perforin, cd20 and demonstrate aberrant loss of expression of cd7 . Concurrent flow cytometry demonstrates abnormal large cd30-positive t/nk cells (91 %). The final diagnosis was noted to be bia-alcl. On (B)(6) 2019, the patient underwent bilateral total capsulectomies and reconstruction with mentor cpx4 350 ml smooth expanders and alloderm. The patient's tissue was noted to be too thinned out for regular implants. The surgeon was worried about vascularity and felt it was more prudent to place tissue expanders instead. On the right side, inside the capsule, there was an abundant amount of seroma fluid. The right implant was noted to have a large defect on the posterior aspect of the implant and there were fat globules in the implant, which were likely inadvertent complication from her previous fat grafting . Bilaterally, cultures were taken to rule out presence of ralstonia, however, the results were not provided to mentor. On (B)(6) 2019, surgical pathology results were made available. Left breast capsule samples show no morphologic or immunohistochemical evidence of anaplastic large cell lymphoma in the left capsule. The right breast capsule samples show atypical medium to large cells on the surface of the capsule. In addition, there are numerous small reactive appearing lymphocytes, which represent a mixture of cd20 positive reactive b cells and cd3 positive, cd43 positive reactive t cells. Cd68 highlights numerous reactive histocytes, many of which are present on the surface. Cd30 demonstrates high background staining, with only rare cell demonstrating specific staining. Additionally submitted and extensively sampled capsule same demonstrates medium to large atypical lymphoid cells with in the fibrotic capsule, with an infiltrative pattern. The stains were repeated and unequivocally demonstrated that this atypical infiltrate is positive for cd3, cd43, strongly positive for cd30, and negative for cd20. There is nonspecific staining for cd68 in the cells of interest. In addition, cd20 highlights numerous small reactive background b cells, cd3 and cd43 highlight numerous small reactive background t cells. These findings are consistent with breast implant associated anaplastic large t-cell lymphoma, and concurrent with the results of flow cytometry performed on seroma fluid. No chemotherapy or radiation therapy was reported.